Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that upon arrival of the device, a screen dysfunction was observed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 29mar2019. The field service engineer (fse) confirmed the reported problem of a touch screen not responding properly. The field service engineer (fse) replaced the touchscreen of the device which resolved the complaint. The fse performed device testing. The device passed testing and was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.